Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 128 ohms in the triad configuration. It was noted that the shock impedance had been stable in the 70 ohms range prior to the high out of range measurement. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to bring the patient into the clinic to reset the alert condition and evaluate the rv lead. Subsequent information from another hcp indicated that the patient was checked in the clinic that day but had already left, and the hcp asked ts how to perform a rv lead vector breakdown for more shock impedance information. Ts discussed that the implantable cardioverter defibrillator (ICD) device requires in-person device programming to check shock impedance in the different lead vectors and this information was not available via remote monitoring. Ts stated to consider performing this at the next patient check in the clinic. The hcp stated that the shock impedance measurements when the patient was in the officer earlier that day were in the 70 ohm to 80 ohm range and there was no noise or any out of range measurements observed with isometric testing. The lead was noted to have been in service for approximately 20 years. Ts discussed that the recent single out of range shock impedance measurement could have been an outlier due to some type of interference with the test and provided guidance that they could consider remote monitoring with the upper shock impedance alert limit programmed to 125 ohms. Ts also reviewed the possible need to perform a maximum energy commanded shock test if they received further out of range shock impedance measurements. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.